Event description:
It was reported that a intellanav stablepoint open-irrigated was used in a ablation procedure. The catheter operation and ablation were performed in coronary sinus (cs), right ventricular outflow tract (rvot), and cusps for premature ventricular contractions (pvc) treatment. After approximately twenty energizations, the patient's blood pressure gradually decreased. Echocardiography of the body surface was performed which revealed pericardial effusion. A drainage was performed and a 270 ml of pericardial fluid was drained, and blood pressure increased. It was concluded that further treatment could no longer be continued, and the procedure was discontinued. The physician made the comment that there was was a high possibility that perforation has occurred while operating catheter ablation in cs.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.